Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 3/22/2017 resulted in defect found and the event was determined to be reportable. Final root cause: black chemistry observed due to improper storage. No further investigation required. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 198, 194 and 193 mg/dl. Customer had called initially with complaint of e-0: invalid hematocrit. The e-0 had occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017, the customer performed a blood test fasting and obtained a result of 198 mg/dl. Customer stated she had eaten lunch two hours ago and this result was too high. The customer's expected fasting blood glucose test result range is 119 - 135 mg/dl and 130 - 145 mg/dl after 2 hours of eating lunch. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Customer stated she stopped testing after her doctor instructed not to. The product is not stored according to specification; customer stated she was storing meter and strips in bathroom linen closet. The test strip lot manufacturer's expiration date is 07/27/2017 and open vial date at time of call was two months. Adverse event not reported at time of call on (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that the meter has been giving her higher results than normal. Customer states her normal fasting range is 119mg/dl-135mg/dl. Customer states she stopped testing after her doctor instructed not to.